Event description:
It was reported that the left monitor on the 9800 system was dark during the initial boot-up. No patient was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep troubleshot the problem and measured the input. He found 118 volt. The monitor was replaced. The unit functions as intended.